Manufacturer narrative:
The device was verified to be in use on a patient at the time of the event. A philips remote service engineer (rse) spoke with the customer and the customer alleged that the patient's arterial blood pressure value (abp) was at 195 mmhg but a yellow alarm was generated instead of a red alarm. The logs were sent to the philips product service engineer (pse) for analysis and according to the logs analysis indicated that on (B)(6) at around 08:00 in bed ne0909, there was a yellow alarm being sounded when the abps was at 195. That yellow alarm was to be generated if the value is over 180. There were other instances of the yellow alarms that were in that range. On (B)(6) there was a red alarm for the abps when the rate was higher than 205. A philips field service engineer (fse) went onsite and in the conclusion, it was confirmed that the monitor worked as it was set, but the setting did not meet the expectations of the nursing staff. The fse informed the customer that an application specialist would work with them to adjust the invasive pressure there; primarily about the outer alarm boundaries because the deltas were set too high for the nursing staff. The patient information center ix (pic ix) did not cause or contribute to the reported event. The device was working as intended.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: (B)(6). Reporting institution phone#: (B)(6).

Event description:
The customer reported that between (B)(6) 2024 to (B)(6) 2024, red alarms were only displayed as yellow alarms on the control center. It is unknown if the device was in use. There was no adverse event reported. A philips field service engineer (fse) was dispatched for onsite service. The logs were pulled and the configuration was checked via the monitor. The fse determined that the monitor worked properly according to its settings. The fse determined that the settings no longer fit the user's workflow and recommended that the configuration be adjusted by an application specialist. The deltas for the invasive pressure outer alarm boundaries. Are set too high for the nursing staff.